Manufacturer narrative:
This report is submitted on april 6, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth. The abutment was replaced under a general anaesthetic on (B)(6) 2020.